Event description:
The trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was confirmed that a "ventilator service required" alarm sounded. An error code in relation to low flow (obm_air_flow_sensor_failed) was recorded in the device event log. In conclusion the oxygen blender system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the following components were only replaced due to damage: front enclosure overlay, keypad, capacitor / battery retainer. The following parts were replaced as a part of maintenance: trilogy o2 pm1 kit, capacitor, battery fan, exhaust fan assembly, stirring fan, 43 micron filter. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The software version was checked (ver.14.1.03). The detachable battery pack and internal battery have not been replaced due to a long -term delay in arrival of replacement detachable battery packs and internal battery. The customer will be notified when the trilogy detachable battery pack and internal battery supply resume.